Event description:
It was reported that the patient presented for in clinic follow up with the pulse generator unable to be interrogated. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.